Manufacturer narrative:
The analysis did show that a dent in the head affected the function of the back cap button. This means that if the button gets pressed to open the chuck to insert the bur it does not come out completely again. This causes inner friction and as a result the head heats up. A dent is the result of a strong hit, e.g. A drop during the reprocessing. The user instruction requests that prior to each treatment a functional and visual inspection has to be performed to ensure that the product is running within specification. Reported due to the 2 year presumption rule.

Event description:
During a standard dental treatment the handpiece heated up and burned the pt on cheek to the size of the handpiece's head. Pt was told to do warm salt water rinses. No ointment or medication was prescribed.